Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime process. The customer's blood glucose was 22 mmol/l, which was treated with manual injection. The caller was advised to disconnect from the device, disconnect the tubing/reservoir, then reconnect the tubing/reservoir. Insulin did not exit the tubing with a manual plunger push. They were advised to assemble a new infusion set with the current reservoir. Insulin still did not exit the tubing with a manual plunger push. They were advised to assemble a new reservoir with the current infusion set. Insulin exited with a manual plunger push with a new set and reservoir. They were advised to rewind the device, reinsert the reservoir and run a manual prime to at least 5.0 units. The insulin pump still alarmed no delivery with the manual prime. The customer was advised revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.